Manufacturer narrative:
Background information: q500m/q400m owner's manual, page 17 states: "the safety of the user during transportation depends upon the diligence of the person securing the tie down restraints, and they should have received appropriate instructions and/or training in their use." R-net control system owner's manual, page 11 states: in the event of the wheelchair moving in an unexpected way release the joystick. This action will stop the wheelchair under any circumstances. Discussion: evaluating the complaint, it was reported the due to unexpected acceleration by the wheelchair the user got injured. No further information was shared by the user. There was no evidence provided that the wheelchair malfunctioned. Conclusion: in conclusion, due to the allegation of a serious injury, this MDR is being filed.

Event description:
Per (B)(6), user is (B)(6), claiming injury due to unexpected acceleration by the wheelchair. Documents have been forwarded. User is (B)(6), born 1954. (B)(6).